Event description:
Pt was taken for magnetic resonance imaging test and was sedated by anesthesia for test. Monitor patches were used. At end of test, the technician smelled something burning. The electrocardiogram monitor patches had burned the pt's mid upper chest and her gown. Three small circular areas of redness, burn noted.